Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed no anomalies. The returned device passed all testing in the laboratory and no anomalies were identified. H6: the evaluation code method and code-result have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated on apr-17-2020 the expected residual volume (erv) was 8.5 mls and the actual residual volume (arv) was 0.1 mls with a previous refill volume fill of 40 mls and volume programmed 40 mls. On (B)(6) the pump was read and volume removed and refilled. The erv was 36.6 mls and arv was 32.6 mls. They reprogrammed the reservoir to 32.6 mls. On 2020-apr-24, the pump was read, emptied, and refilled. The erv was 21 mls and arv was 16.2 mls. The pump was refilled with 16.2 mls and reprogrammed to 16.2 mls. On (B)(6) the erv was 7.5 mls and arv was 4.8 mls. The pump was refilled with 40 mls and reprogrammed to 40 mls. The patient has been referred to the surgeon. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at 1.4536 mg/day) and bupivacaine (3 mg/ml at 1.4536 mg/day) via an implanted pump. On (B)(6) 2020 a reservoir volume discrepancy was reported. The pump was delivering more drug than programmed. No symptoms were noticed. The physician had read the pump and noticed the discrepancy. The pump was filled; the patient was sent home; and then asked to come back in a few days. At that time, they found out there was a discrepancy with how much drug was being delivered. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The diagnostics/troubleshooting performed was noted to be that the physician called asking if there was anything that could be done before replacing the pump. It was decided that the pump would be replaced. They were trying to get a surgery date set up to get it replaced. The patient was doing fine, and no adverse events had happened to date. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the patient who reported that she had her pump replaced yesterday (B)(6) 2020)and the reason was because a couple of months ago they found that the medication was leaking into her body. Per the patient, they had been watching the last 3 times she had gone in and every time she went in the amount of medication in the pump wasn¿t matching so they replaced it because of that. No further complications were reported/anticipated.